Event description:
It was reported that the implanted valve was reprogrammed multiple times but kept reverting to 30mm h2o from the 100mm h2o to which it was set. Days later the pt was symptomatic and the valve again showed a reading of 30. The device was explanted.